Manufacturer narrative:
G2: the country of the event is be. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the battery/ins site would become warm and painful while charging. The patient would also get a headache while charging. It is another headache than the patient's cervicogenic headache. No redness, warmth, or swelling at the ins site and no pocket pain. Diagnostic methods were that the patient reported/described their symptoms and an examination with results of no redness, warmth, or swelling at the ins site and no pocket pain on (B)(6) 2025. The device diagnosis was headache and the ins becomes warm and it's painful when charging and the clinical diagnosis was a warm painful ins and a headache while charging. Etiology was listed as a causal relationship to the device or therapy with the device specified as the neurostimulator and recharger, but not related to the implant procedure. Interventions taken were noted as reprogramming and the specified action was reducing the charging speed with the date of the action listed as on (B)(6) 2025. Other actions specified were ice in between "loading" (understood as charging) and do not "load" (understood as charge) directly on the skin. The outcome was listed as ongoing. The patient's age at consent was listed as 42.

Event description:
Additional information was received. It was reported that, as of (B)(6) 2025, there was an ongoing charging issue; charging causes the battery to overheat, followed by headache, right jaw pain, and itchy hands. The symptoms were lasting up to 24 hours. Although cyclic programming reduced charging frequency, it still required "40 to 1.5 hours" (understood to mean 40mins to 1.5hrs) of charging, during which symptoms persisted. No symptoms occur on non-charging days. Diagnostic methods were listed as examination on (B)(6) 2025 and the results were noted to be "no change still ongoing. Interventions were updated to note they would do 10 min of charging every day instead of 50 every 4 days; the action was taken on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Intervention confirmed a new program during reprogramming, only need to charge after 6 days. This occurred on (B)(6) 2025. Versatis patch apply when charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. As of 2025-jun-23, the issue was still ongoing, a new charger was given.